Manufacturer narrative:
This rv lead was deactivated and remains implanted in the patient.. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a lead issue occurred during a normal device replacement. During pre-operation testing, all measurements were stable and within range. When this right ventricular (rv) lead, however, was connected to the new device, high out of range (oor) pacing impedance measurements were observed along with noisy signals, loss of capture (loc), undersensing and increased threshold measurements. The lead connection was re-checked, but the same values were produced. Lead fracture was suspected. The decision was made to reprogram the device from ddd to aai due to the patient's age. Normal intrinsic conduction was then observed. No adverse patient effects reported.